Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. Access was obtained via the radial artery. The 90% stenosed, de novo lesion being treated was located in the moderately tortuous and moderately calcified distal right coronary artery (rca). The lesion was pre dilated with a non-bsc balloon. The physician attempted to cross the lesion, but could not. Upon removal of the device, it was noted that the stent was flared. The procedure was completed using a non-bsc device. There were no patient complications and the patient condition was listed as "good".

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)